Manufacturer narrative:
(B)(4). Device evaluation: during the visual inspection of the needles, the swage and attachment area were as expected. Suture piece were examined and the suture has begun the process of disintegration. The foil was examined for visual inspection and it was observed a pin hole in bottom foil on the corner of the opposite side at opening tabs. An unopened sample pinholes in the bottom foil cavity could be observed on the packaging. The sample was opened and the swage and attachment area were as expected. The suture was dispensed and examined and no damaged or suture breakage were observed. Based on the sample condition, the damaged product was likely caused by the pinhole in the bottom foil; since, the suture has begun the process of disintegration. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that patient underwent an unknown procedure on unknown date and suture was used. The needle pull-off during dispense and the device was not used on the patient. There was no patient consequence. Upon evaluation of packaging, it was observed a pin hole in bottom foil on the corner of the opposite side at opening tabs.

Manufacturer narrative:
Product complaint # (B)(4). Representative samples were visually examined, no defects were found on the package. The sample was opened and the swage and attachment area of the needles were as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. The sample was tested by needle pull and meet the finished goods requirements. Per the conditions of the samples received, no attachment defects were found and the tested samples met the finished goods requirements.